Event description:
It was reported that "xia 3 screw head disassociated from threaded shank of xia 3 screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.